Manufacturer narrative:
The failure investigation has been completed and the alleged unresponsive and unreadable touch screen issues were verified. Additionally, the alleged touch screen cracked/shattered/scratched issue could not be verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.